Event description:
It was reported that the patient has a mechanical valve and had to be anticoagulated and formed a hematoma post device implant. The patient underwent a pocket revision with hematoma evacuation. No abnormalities were reported with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.